Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred during a routine hemodialysis treatment. Attempts made to remove air were unsuccessful. Rinseback was not performed resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Nxstage requested return of the disposable cartridge; however, it was learned through follow up that the cartridge had been discarded. The exact cause of the alarm cannot be determined. No similar problems have been reported subsequent to this event. The user's guide identifies probable causes of the alarm and provides adequate instructions to resolve the alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.